Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump received software error. Customer's blood glucose level was 150 mg/dl. Customer reported that the software error occurred second time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 54 alarm during testing however, pump error 54 alarm line number 1421 file number 32122 are found in the formatted history file due to a software error.